Manufacturer narrative:
Event date: year valid only, 2014.

Event description:
During index procedure the physician used two in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa of the left leg (l-1). Device was successful. Approximately 6 months post index procedure the patient experienced restenosis of left afs (l-1). The patient was treated approximately 33 months later with pta in the left sfa (l-1). Investigator reported that the event was not related study device and possibly related to the procedure and paclitaxel. Issue is resolved.

Manufacturer narrative:
During the previously reported revascularization stenting was also performed.

Manufacturer narrative:
The restenosis event previously reported occurred approximately 13 months post index procedure. The revascularization that was carried out approximately 37 months post index procedure was not related to target lesion. Event date month/year valid.

Manufacturer narrative:
Cec assessed the event as remotely related to the procedure and paclitaxel. Progression and occlusion of the sfa was also reported. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Safety assessed the event as definitely related to the device and not related to the index procedure or paclitaxel. Cec assessed the event as a clinically driven tlr. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The revascularization was related to the target lesion. Cec assessed the previously reported restenosis event as device related and not related to the procedure or paclitaxel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.